Event description:
Wife reported pt receiving an 04 (occlusion) alarm. She indicated that she believed the infusion site caused the alarm. Pt's blood glucose was elevated into the 500's mg/dl. His normal range was 100-120 mg/dl. Caller stated that pt had a lot of scar tissue in his abdomen, where he inserts his infusion site. Pt had symptoms of feeling ill and lethargic. She indicated that when pt received an occlusion alarm, he would change the infusion site. Occasionally the cannula was bent. Pt disconnected from the device and was able to successfully bolus into the air. He replaced the batteries, reconnected to the device, and attempted to administer a 2 unit bolus. Only 1.7 units of insulin were delivered before the alarm recurred. Pt changed his infusion site and successfully administered a 2.5 unit bolus. No medical assistance was required. Infusion set was requested to be returned for eval.